Manufacturer narrative:
The insulin pump was received with constant vibration and a frozen screen due to moisture damage on the electronics. Moisture damage was also found on the motor. No constant alarm tone was noted.

Event description:
The customer reported moisture inside the casing of the insulin pump. The customer stated that he went on vacation, and went into a pool, but removed the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.